Manufacturer narrative:
Siemens filed the initial MDR 2247117-2025-00002 on 20-feb-2025. Additional information 26-mar-2025: a siemens customer service engineer (cse) went to the customer site and performed service maintenance procedures on 31-jan-2025. After service, the qc value was in target and one sample was analyzed in triplicate. The reproducibility was as expected. This sample was analyzed in another laboratory and the results were similar. The customer confirmed that the issue is fixed with the service action. The customer is operational, and the reported issue is resolved by routine service maintenance. A product issue was not identified. The immulite 2000 unconjugated estriol kit lot 520 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section d8, the response was updated to "no" to reflect new information received since the initial MDR was filed that the device was not serviced by a third-party servicer (the initial MDR was filed with "unknown" in section d8). In section h6, the investigation findings and investigation conclusions codes were updated.

Event description:
The customer reported the observation of falsely depressed unconjugated estriol results obtained on patient samples on an immulite 2000 instrument (s/n: (B)(6)). The erroneous results were not reported to the physician(s). The samples were repeated on an alternate immulite 2000 instrument in another laboratory. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed unconjugated estriol results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely depressed unconjugated estriol results that were obtained on patient samples on an immulite 2000 instrument. Quality controls (qcs) recovered within ranges and adjustment was valid on the day of the event. A customer service engineer (cse) went to the customer site and performed service maintenance procedures. Afterwards, the qc value was on target and one sample was analyzed in triplicate. The reproducibility was as expected. This sample was analyzed in other laboratory and the results were similar. Per the limitations section of the unconjugated estriol instructions for use (IFU): "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history and other findings." Siemens is investigating.